Event description:
Related manufacturer reference number: 2017865-2024-04026. It was reported the patient presented in clinic for follow-up. During follow-up, the patient mentioned they were unable to get their heart rate high enough during hockey and had an episode where their heart rate would not drop below 100 beats per minute (bpm) for an hour which resulted in palpitations, sweating, dizziness, and loss of energy. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) exhibited low implant to implant communication, atrial double counting that triggered inappropriate mode switches, noise reversions, and pacemaker mediated tachycardia (pmt). The right ventricular lp exhibited low implant to implant communication, noise reversions, and pmt. No changes or interventions were reported. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2024-04024. Related manufacturer reference number: 2017865-2024-04026. It was reported the patient presented in clinic for follow-up. During follow-up, the patient mentioned they were unable to get their heart rate high enough during hockey and had an episode where their heart rate would not drop below 100 beats per minute (bpm) for an hour which resulted in palpitations, sweating, dizziness, and loss of energy. Upon interrogation, it was discovered the atrial leadless pacemaker (lp) exhibited low implant to implant communication, atrial double counting that triggered inappropriate mode switches, noise reversions, output rate issues and pacemaker mediated tachycardia (pmt). The right ventricular lp exhibited low implant to implant communication, noise reversions, output rate issues and pmt. No changes or interventions were reported. The patient was in stable condition. New information noted the patient was brought into clinic. During interrogation of the atrial and right ventricular leadless pacemakers, telemetry was interrupted. When the device was reinterrogated, the programmed parameters had changed. It was also noted the atrial leadless pacemaker was undersensing triggering inappropriate mode switches. Programming changes were implemented. The patient was in stable condition.

Manufacturer narrative:
Additional h6 coding: under-sensing a070910, use of incorrect control/treatment settings a2302